Manufacturer narrative:
The event of difficult or delayed separation and implant-related tissue damage were reported. Field indicated that during release of the occluder, the delivery cable was stuck in the nitinol mesh of the disc, the delivery sheath was advanced occluder and was gently manipulated to be separated. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on information received, the reported separation problem could not be conclusively determined. The cause of reported patient effects pericardial effusion is consistent with procedural difficulties (likely a stabilizing wire that caused the effusion). However this cannot be confirmed. The reported unexpected intervention was a result of case-specific circumstances as pericardiocentesis was performed.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Transseptal access was inferior and mid. The patient's activated clotting time (act) level was 308 seconds. The patient's left atrial pressure was 11mmhg. Eleven thousand units of heparin was administered. During release of the occluder, the delivery cable was stuck in the nitinol mesh of the disc. The delivery sheath was advanced occluder and was gently manipulated to be separated. The occluder was implanted. On (B)(6) 2025 the patient returned to the hospital and presented with palpitations and was in and out of sinus rhythm. An echocardiogram was performed and revealed a circumferential pericardial effusion. Transthoracic echocardiogram (tte) measured the effusion as 1.2cm. Transesophageal echocardiogram (tee) measured the effusion as 1.98cm. A slight leak was noted at the distal end of the left atrial appendage. A pericardiocentesis was performed. Acetylsalicylic acid (asa) and plavix were discontinued. The patient status was stable. The user believed the occluder caused the pericardial effusion.

Event description:
It was reported on 30 july 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Transseptal access was inferior and mid. The patient's activated clotting time (act) level was 308 seconds. The patient's left atrial pressure was 11mmhg. Eleven thousand units of heparin was administered. During release of the occluder, the delivery cable was stuck in the nitinol mesh of the disc. The delivery sheath was advanced occluder and was gently manipulated to be separated. The occluder was implanted. On 10 august 2025 the patient returned to the hospital and presented with palpitations and was in and out of sinus rhythm. An echocardiogram was performed and revealed a circumferential pericardial effusion. Transthoracic echocardiogram (tte) measured the effusion as 1.2cm. Transesophageal echocardiogram (tee) measured the effusion as 1.98cm. A slight leak was noted at the distal end of the left atrial appendage. A pericardiocentesis was performed. Acetylsalicylic acid (asa) and plavix were discontinued. The patient status was stable. The user believed the occluder caused the pericardial effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.